Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch verio iq meter was reading inaccurately high compared to another device. The following complaint was classified based on information obtained from the customer service representative (csr). It is not specified when the alleged issue first began. At an unknown date/time the patient reportedly obtained blood glucose readings of "10.0 mmol/l" (180 mg/dl) with the subject meter and "2.3 mmol/l" (41 mg/dl) with her neighbor's meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of (B)(4). In addition to oral medication (type and dose unspecified), the patient stated she also manages her diabetes with diet and/or exercise; however, the patient denied taking any action in response to the alleged meter issue. According to the csr's documentation, as a result of the alleged meter issue, the patient reportedly felt faint and hot approximately an hour later. The patient, however, denied receiving any form of treatment after the alleged issue occurred. During troubleshooting, the csr confirmed the patient was using the proper testing technique, the subject meter was set to the correct unit of measure setting, and the blood glucose results were from the approved (per owner's booklet) sample site. The patient did not have control solution available. Replacement products were sent to the patient. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up (6/15/2013)-device evaluation: the meter and test strips involved with this complaint has been returned and evaluated by lifescan product analysis on 6/6/2013 and 5/22/2013 respectively with the following findings: the meter and test strip has passed testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. Device returned to mfg date: meter- 5/3/2013, test strips- 5/9/2013.